Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery. A 3.00x16mm promus element ¿ drug-eluting stent was implanted to treat the lesion. However, post stent deployment, a dissection was noted at the distal edge of the stent. Subsequently, another stent was implanted and the procedure was completed. No further patient complications were reported and the patient's status was stable.